Event description:
It was reported that during a coronary artery treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal right coronary artery (rca). The 12mm x 5.00mm nc quantum apex monorail balloon was used for pre dilatation and inflated once at nominal pressure and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).